Manufacturer narrative:
G2: country of the event is china h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having olif for lumbar adjacent vertebra disease. It was reported that curette broke. During the surgical implantation process, the front end of the surgical tool broke and remained in the patient's body. After careful search by the surgeon, the front end of the tool that broke inside the patient's body was finally removed at the surgical segment. There was no patient symptom reported. There were no further complications reported regarding the event.